Event description:
As reported by surgical staff, when inserting into tissue, the suture bent up. When removed from the patient, the device was jammed and staff was unable to get the suture out of it. This occurred with two separate devices, but the lot number was only recorded for one of the devices. Both devices were sent to clinical engineering and will be returned to the manufacturer for failure analysis. No harm came to the patient and the procedure was completed as planned with a third endostitch device. The device will be returned for failure analysis.